Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 44-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and multiple gastric ulcers. Concurrent conditions included penicillin allergy, ovarian cyst, herpes simplex, vaginitis, irregular periods and mitral valve prolapse. Concomitant products included aciclovir (acyclovir [aciclovir]), escitalopram oxalate (lexapro) and medroxyprogesterone (depo provera) since 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excruciating cramps"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful sex"), alopecia ("hair falling out"), depression ("increased depression"), back pain ("back pain"), hot flush ("hot flashes"), incontinence ("incontinence"), uterine leiomyoma ("fibroids"), urinary tract infection ("utls"), mood swings ("mood swings"), mental impairment ("cannot think"), visual impairment ("vision"), abdominal distension ("bloating"), arthralgia ("hip / joint pain") and weight fluctuation ("weight up and down all the time"). The patient was treated with analgesics, cortisone and surgery (expects to undergo removal surgery). At the time of the report, the pelvic pain, abdominal pain lower, dysfunctional uterine bleeding, dyspareunia, alopecia, depression, back pain, hot flush, incontinence, uterine leiomyoma, urinary tract infection, mood swings, mental impairment, visual impairment, abdominal distension, abdominal pain, arthralgia and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dyspareunia, hot flush, incontinence, mental impairment, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma, visual impairment and weight fluctuation to be related to essure. The reporter commented: *plaintiff is planning to remove essure:if you have not had your essure removed, are you currently planning for essure removal? Yes-cannot afford at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2015: polyps in gallbladder wall. Hysterosalpingogram: on (B)(6) 2016: not provided then essure wires appear in place. Pregnancy test urine: on (B)(6) 2017: negative. Essure confirmation test(s) conducted on (B)(6) 2016: record pending (B)(6) 2015: tiny nodules are seen in the gallbladder wall, suggesting small polyps measuring up to 3 mm in diameter. No inflammatory change of the gallbladder is apparent by CT. There is no dilatation of the biliary tree. (B)(6) 2016: hysterosalpingogram - abnormal endometrial surfaces with no discrete mass detected. Essure wires appear in place the results reporting office (f1) will complete appropriate follow-up actions based on defined processes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain , depression, lower abdominal pain. Batch number confirmed by medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 44-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and multiple gastric ulcers. Concurrent conditions included penicillin allergy, ovarian cyst, herpes simplex, vaginitis, irregular periods and mitral valve prolapse. Concomitant products included escitalopram oxalate (lexapro) and medroxyprogesterone (depo provera) since 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair falling out"), depression ("increased depression"), abdominal pain lower ("excruciating cramps"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), hot flush ("hot flashes"), incontinence ("incontinence"), dyspareunia ("painful sex"), uterine leiomyoma ("fibroids"), urinary tract infection ("utls"), mood swings ("mood swings"), mental impairment ("cannot think"), visual impairment ("vision"), abdominal distension ("bloating") and arthralgia ("hip / joint pain"). The patient was treated with analgesics, cortisone and surgery (undergo removal surgery). Essure was removed. At the time of the report, the pelvic pain, alopecia, depression, abdominal pain lower, dysfunctional uterine bleeding, back pain, hot flush, incontinence, dyspareunia, uterine leiomyoma, urinary tract infection, mood swings, mental impairment, visual impairment, abdominal distension, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dyspareunia, hot flush, incontinence, mental impairment, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results: essure confirmation test(s) conducted on (B)(6) 2016: record pending most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical record received. Events are abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dyspareunia, hot flush, incontinence, mental impairment, mood swings, urinary tract infection, uterine leiomyoma and visual impairment added. Lot number added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 44-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and multiple gastric ulcers. Concurrent conditions included penicillin allergy, ovarian cyst, herpes simplex, vaginitis, irregular periods and mitral valve prolapse. Concomitant products included aciclovir (acyclovir [aciclovir]), escitalopram oxalate (lexapro) and medroxyprogesterone (depo provera) since 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excruciating cramps"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful sex"), alopecia ("hair falling out"), depression ("increased depression"), back pain ("back pain"), hot flush ("hot flashes"), incontinence ("incontinence"), uterine leiomyoma ("fibroids"), urinary tract infection ("utls"), mood swings ("mood swings"), mental impairment ("cannot think"), visual impairment ("vision"), abdominal distension ("bloating"), arthralgia ("hip / joint pain") and weight fluctuation ("weight up and down all the time"). The patient was treated with analgesics, cortisone and surgery (expects to undergo removal surgery). At the time of the report, the pelvic pain, abdominal pain lower, dysfunctional uterine bleeding, dyspareunia, alopecia, depression, back pain, hot flush, incontinence, uterine leiomyoma, urinary tract infection, mood swings, mental impairment, visual impairment, abdominal distension, abdominal pain, arthralgia and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dyspareunia, hot flush, incontinence, mental impairment, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma, visual impairment and weight fluctuation to be related to essure. The reporter commented: *plaintiff is planning to remove essure:if you have not had your essure removed, are you currently planning for essure removal? Yes-cannot afford at that time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: not provided. Essure confirmation test(s) conducted on (B)(6) 2016: record pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff fact sheet was received and the following information was provided: weight up and down all the time was added as event; concomitant drug added; lab data provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("device migration"), pelvic pain ("extreme pelvic pain/ pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, multiple gastric ulcers, fever and eating disorder. Concurrent conditions included penicillin allergy, ovarian cyst, herpes simplex, vaginitis, irregular periods, mitral valve prolapse, c-section, food allergy, cardiac disorder, hyperlipidemia, alopecia, xanthoma and mixed hyperlipidemia. Concomitant products included quetiapine fumarate (seroquel) since 2017 for depression, alprazolam (xanax) for depression and anxiety as well as aciclovir (acyclovir), escitalopram oxalate (lexapro) and medroxyprogesterone acetate (depo provera) since 2010. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced abdominal pain ("abdomen pain/pinch on my left side"). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("excruciating cramps"). In october 2014, the patient experienced hot flush ("hot flashes"). In november 2014, the patient experienced back pain ("back pain"), mood swings ("mood swings"), arthralgia ("hip / joint pain") and weight fluctuation ("weight up and down all the time/weight concerns"). In january 2015, the patient experienced mental impairment ("cannot think"). In february 2015, the patient was found to have uterine leiomyoma ("fibroids"). In april 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In june 2015, the patient experienced dyspareunia ("painful sex") and abdominal distension ("bloating"). In january 2016, the patient experienced incontinence ("incontinence") and visual impairment ("vision"). In november 2016, the patient experienced depression ("increased depression"). In january 2017, the patient experienced alopecia ("hair falling out/hairs comes out with slight put"). In july 2017, the patient experienced urinary tract infection ("utls"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rash ("rash"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss problem/somethings that happened minute ago and dont remember anything") and adverse event ("extreme reactions") and was found to have weight increased ("weight gain/gained 20 lbs") and vitamin d decreased ("low vitamin d issue"). The patient was treated with analgesics, cortisone, ibuprofen, iron, loratadine (loratab), methylprednisolone acetate (depo medrol), steroids, vitamin d nos (vitamin d) and surgery (expects to undergo removal surgery). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, abdominal pain lower, dysfunctional uterine bleeding, dyspareunia, alopecia, depression, back pain, hot flush, incontinence, uterine leiomyoma, urinary tract infection, mood swings, mental impairment, visual impairment, abdominal distension, abdominal pain, arthralgia, weight fluctuation, weight increased, rash, fatigue, ovarian cyst, vitamin d decreased, autoimmune disorder, amnesia and adverse event outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, fatigue, hot flush, incontinence, mental impairment, mood swings, ovarian cyst, pelvic pain, rash, urinary tract infection, uterine leiomyoma, uterine perforation, visual impairment, vitamin d decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: *plaintiff is planning to remove essure:if you have not had your essure removed, are you currently planning for essure removal? Yes-cannot afford at that time. Current weight: 141 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.5 kg/sqm. Computerised tomogram - on (B)(6)2015: results: polyps in gallbladder wall. Tiny nodules are seen in the gallbladder wall, suggesting small polyps measuring up to 3 mm in diameter. No inflammatory change of the gallbladder is apparent by CT. There is no dilatation of the biliary tree. Hysterosalpingogram - on (B)(6)2016: results: not provided; on (B)(6)2016: results: essure wires appear in place. - abnormal endometrial surfaces with no discrete mass detected. Essure wires appear in place the results reporting office (f1) will complete appropriate follow-up actions based on defined processes. Pregnancy test urine - on (B)(6)2017: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain , depression, lower abdominal pain. Batch number confirmed by medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs + social media received- new events added: weight gain, rash, fatigue, ovarian cyst, low vitamin d issue, fallopian tube perforation,memory loss, uterine perforation, device dislocation, extreme reactions, autoimmune disorder were added.new reporter was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 44-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and multiple gastric ulcers. Concurrent conditions included penicillin allergy, ovarian cyst, herpes simplex, vaginitis, irregular periods and mitral valve prolapse. Concomitant products included aciclovir (acyclovir [aciclovir]), escitalopram oxalate (lexapro) and medroxyprogesterone (depo provera) since 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excruciating cramps"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful sex"), alopecia ("hair falling out"), depression ("increased depression"), back pain ("back pain"), hot flush ("hot flashes"), incontinence ("incontinence"), uterine leiomyoma ("fibroids"), urinary tract infection ("utls"), mood swings ("mood swings"), mental impairment ("cannot think"), visual impairment ("vision"), abdominal distension ("bloating"), arthralgia ("hip / joint pain") and weight fluctuation ("weight up and down all the time"). The patient was treated with analgesics, cortisone and surgery (expects to undergo removal surgery). At the time of the report, the pelvic pain, abdominal pain lower, dysfunctional uterine bleeding, dyspareunia, alopecia, depression, back pain, hot flush, incontinence, uterine leiomyoma, urinary tract infection, mood swings, mental impairment, visual impairment, abdominal distension, abdominal pain, arthralgia and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dyspareunia, hot flush, incontinence, mental impairment, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma, visual impairment and weight fluctuation to be related to essure. The reporter commented: *plaintiff is planning to remove essure:if you have not had your essure removed, are you currently planning for essure removal? Yes-cannot afford at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2015: polyps in gallbladder wall hysterosalpingogram on (B)(6) 2016: not provided then essure wires appear in place pregnancy test urine on (B)(6) 2017: negative essure confirmation test(s) conducted on (B)(6) 2016: record pending (B)(6) 2015 tiny nodules are seen in the gallbladder wall, suggesting small polyps measuring up to 3 mm in diameter. No inflammatory change of the gallbladder is apparent by CT. There is no dilatation of the biliary tree. (B)(6) 2016 hysterosalpingogram abnormal endometrial surfaces with no discrete mass detected. Essure wires appear in place the results reporting office (f1) will complete appropriate follow-up actions based on defined processes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain , depression, lower abdominal pain. Batch number confirmed by medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2018: medical records: case was medically confirmed. Lab tests added, batch number and some events confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo removal surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.